Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient using an astral device decannulated and the nurse was unable to provide assistance with the trach. The patient subsequently expired. No further information has been made available to resmed.